Event description:
On (B)(6) 2012, 13:39, (B)(6) previously healthy girl presented to mgh ed with possible episode of seizure x 2. Assessed by md. At 16:00 an rn administers a j-tip to the pt's right hand. After approximately one minute, she attempted an IV, got flash, but was ultimately not able to start the IV. At 16:08 a second j-tip was administered by another rn in the left antecubital. She states she positioned the j-tip 2-3 cm distally to where she intended to start the IV as she was concerned the wheal may obscure the vein. The IV was started approximately 1-2 minutes after the j-tip was administered. At 18:00 lab reports positive for lidocaine toxicity (5468 mcg/l ref. Range: 1500-5000 toxic: >6000). Lab ran second report on first sample, which reportedly still came back at toxic levels (approximately 10 mcg/l less than previous report). At 18:55, repeat tox screen drawn from IV site. At 19:56 lab report negative for lidocaine toxicity. (<150 mcg/l ref. Range: 1500-5000 toxic: >6000). At 20:40 pt transported to inpatient floor. Strength: 2 mg 1% lidocaine buffered.